Manufacturer narrative:
Pump was returned to baxter for evaluation. The reported condition was not confirmed in testing by baxter. The unit met all peformance specifications.

Event description:
Pump reported as "infused entire syringe before it was even programmed". This report was very vague, and did not include details which could confirm a malfunction. There was no patient injury or in use problems associated with this report. Reported problem was noted during set-up and device was not connected to the patient.